Event description:
During a 4 fr micro puncture sheath access of right femoral artery, the sheath was not intact when removed. Procedure aborted, CT imaging confirmed the fragment was retained and pt went to operating room for removal, which was removed successfully.